Event description:
The pt was admitted to the facility for treatment concerning gastro esophageal reflux and ventral hernia. A laparoscopic nissen fundoplication with additional repair of ventral hernia with prolene mesh was performed. The procedure was performed by laparoscopically using a ligasure energy source. The pt was discharged the following day on (B)(6) 2012. Following discharge, the pt suffered from severe abdominal pain. On (B)(6) 2012 the pt was unable to walk and fell to the floor. The pt was transported to the hospital where he was pronounced dead on (B)(6) 2012. An autopsy was performed which revealed two circular holes or transmural defects 9.8 centimeters and 4.5 centimeters from the gastroesophageal junction. Death certificate lists the cause of death as peritonitis due to gastric perforation.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2014. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.